Event description:
After priming patient's medications, the alaris pump displayed an "air in line" alert. Despite multiple. Attempts to clear the air, nurses were unable to resolve the issue and had to return the medication. To the pharmacy for re-bagging. No patient harm.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.

Manufacturer narrative:
Additional information: (h) attached medwatch investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.